Manufacturer narrative:
(B)(4). One used sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was not returned with the device. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the moving jaw of the device while it was being activated. This contact caused the waveguide to crack and eventually break off. The investigation identified the root cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors.

Event description:
The customer originally reported that the device stopped working and a red light was provided by the system. A new dissector was then opened and was used to successfully complete the procedure. There was no patient injury. The device was retuned for evaluation with a fractured waveguide and the missing piece was not returned. The customer has been made aware of the condition of the returned device.